Event description:
The customer contact reported the rate independently changed resulting in the patient receiving more medication than intended. Cannel b of the pump was programmed to deliver an unspecified concentration of xigris at a rate of 12ml/hr with a volume to be infused (vtbi) of 100ml and the delivery was started. Approximately one hour later, the pump alarmed vtbi complete and the nurse noted that the entire bag of xigris was empty. Reportedly, channel b displayed a rate of 84l/hr. The nurse reprogrammed channel b to deliver at a rate of 12ml/hr and the delivery of xigris was resumed. The next day, at an unspecified time, the pump was removed from clinical service and the therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the biomedical engineer programmed channel b to deliver at a rate of 20ml/hr with a vtbi of 200ml. After the control knob was turned to the run position, the biomedical engineer noted channel b displayed a rate of 200ml/hr. Though requested, no additional information was provided.